Manufacturer narrative:
The components subject of the reported event are being returned to steris for evaluation. Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that their v-pro max sterilizer emitted smoke. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the v-pro max sterilizer; however, due to the damage sustained, an inspection could not be completed onsite. The unit was permanently removed from service and ordered a replacement sterilizer. The sterilizer subject of the reported event was returned to steris for evaluation. Upon evaluation, it was discovered that there was a hydrogen peroxide leak from a loosened plastic fitting located below the reservoir; however, the exact cause of the reported event could not be determined. The user facility has received their replacement unit. No additional issues have been reported.